Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was placed into the patient without incident. While the catheter was in use in the intensive care unit, the clinician found the pink distal hub detached from the extension tubing. As a result, the catheter ws exchanged for the patient. They do not know if this caused a delay in treatment and there ws no patient death or complications reported.